Event description:
Product analysis (pa) was performed on returned lead portion and allegation of high impedance on lead section was confirmed. During visual analysis dried body remnants was seen on green electrode ribbon. This may have prevented electrode ribbon from coming in contact with vagus nerve ¿ contributing to allegation. Green electrode spot=-weld/ slug and coil appeared to be detached from the ribbon. Other than partially tissue-covered ribbon and detachment of spot-weld and slug the condition of lead is consistent with condition following explant. No other obvious anomalies were noted except a half set of screw marks near end of connector pin indicating lead had not been fully inserted into cavity of generator. Additional set screw marks were present and provide evidence that at one time a good connection was present. Based on findings, pa concludes that the returned portions of the device may have contributed to high impedance allegation, but there were no findings that supported a lead break being present on the returned portion of the lead. Given the complete lead was not returned for product analysis, a lead break cannot be ruled out at this time.

Event description:
X-rays received were reviewed. The generator placement was determined in the left chest. Based on the scope and quality of the image, it could not be determined if the connector pin was fully inserted past the connector block. It appeared that the feedthrough wires were intact. The lead was partially visualized in the chest and neck. Based on the quality of the image, the strain relief could not be assessed if done per labeling as the lead could not be visualized properly. Based on the quality of the image, it cannot be determined if the lead wires were intact at the connector pin. The lead could also not be assessed properly for fractures and discontinuities and none were noted; however, it was difficult to evaluate the lead based on the quality of the image. Based on the x-rays received, the cause for the high impedance cannot be confirmed; however micro-fractures cannot be ruled out. The explanted lead was also received for product analysis.

Event description:
It was reported that the physician found high impedance on the aspire generator of the patient. System diagnostics was performed several times but the result remained the same. The patient was indicated to be doing well with no change and the physician did not want to disable the generator. X-rays were performed on the patient but have not yet been reviewed. Information was later received that the patient had a lead revision performed and impedance was found to be good. The lead that was explanted was returned for product analysis but has not been received to date. No additional relevant information has been received to date.